Event description:
It was reported that during a sinus surgery conducted at the user facility the cranialmap express software was inaccurate between 2 to 3 mm. The procedure was completed successfully without any delays, impact to the patient, adverse consequences, or medical interventions.

Manufacturer narrative:
The reported event of inaccurate registration can be confirmed based on the additional information. The user scanned the patient with the incorrect imaging protocol.

Event description:
It was reported that during a sinus surgery conducted at the user facility the cranialmap express software was inaccurate between 2 to 3 mm. The procedure was completed successfully without any delays, impact to the patient, adverse consequences, or medical interventions.